Event description:
A malfunction alarm identified as "malf 12" was reported, but no notable events occurred prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, with no adverse impact reported. Technical support assisted with resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to reach out if any malfunction code reappeared. There's no additional information regarding further outcomes of the event.